Event description:
It is reported that the cut block is wearing out and it has metal shaving that will cut through a surgical glove.

Manufacturer narrative:
Eval summary: cut block was returned for eval. It has a potential field age of 2 years 9 months, but it is unk how many times it has been used. The a/p and m/l measurements were taken and within specs. A hardness test was conducted and was within specs. A visual inspection shows wear in the cut slots from the oscillating saw. There are a few burrs on the ends of the slots which most likely came from use with the oscillating saw that could snag a surgical glove. Without add'l info, the exact cause cannot be conclusively determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.